Manufacturer narrative:
Product ID: 3889-28, lot# va0mc64, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that their device was removed due to infection at the site. They started to experience infection at the site on (B)(6) 2015, and the device was removed on (B)(6) 2015. It had not been replaced per their request. The patient was implanted for urinary dysfunction/sacral nerve stimulation, bowel dysfunction/sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.